Event description:
It was reported that this smart pass feature was disabled on this device. Review of device data found this electrode exhibited high, out-of-range (oor) shock lead impedance (sli) measurements measuring greater than 400 ohms. It was noted there was some odd deflections and then a flat signal. The device is programmed in primary. Technical services provided troubleshooting options. The patient was evaluated in the clinic, and they were able to re-product the high oor sli. Additionally, there was small noise when programmed in primary and secondary however, in alternate there was a completely flat line and absence of r-waves. Technical services provided possible cause and recommended a lead revision. Subsequently, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced. The system is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this smart pass feature was disabled on this device. Review of device data found this electrode exhibited high, out-of-range (oor) shock lead impedance (sli) measurements measuring greater than 400 ohms. It was noted there was some odd deflections and then a flat signal. The device is programmed in primary. Technical services provided troubleshooting options. The patient was evaluated in the clinic, and they were able to re-product the high oor sli. Additionally, there was small noise when programmed in primary and secondary however, in alternate there was a completely flat line and absence of r-waves. Technical services provided possible cause and recommended a lead revision. Subsequently, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced. The system is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.